Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of burr is stuck in attachment could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA indicating the "burr is stuck in attachment". It is known that the device was used in surgery and that no injury was reported. It is not known if medical intervention occurred. There was no add'l info provided.